Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Primary procedure, left reverse total shoulder. It was reported that the threaded portion of the glenosphere impactor broke inside the implant. After assessment, the broken portion did not appear to be sharp or sitting proud. Surgeon decided to leave the broken portion in the patient. Surgery completed successfully with a delay of under 20 seconds. The rep confirmed that no further information is available.

Manufacturer narrative:
Correction: refer to to d9/h3 device availability. The reported event could be confirmed. During the investigation, the device inspection revealed the following: the tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device (which is confirmed by the event description), most probably combined to the fact that the impactor was not fully engaged/ not in alignment to the glenosphere. In this regard, the operative technique was previously revised to emphasise the importance of having a good connection between the two parts. Op tech was updated with a statement that clearly describes the full engagement of glenosphere holder/impactor and glenosphere to eliminate any spaces and movement of glenosphere impactor/ holder. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Primary procedure, left reverse total shoulder. It was reported that the threaded portion of the glenosphere impactor broke inside the implant. After assessment, the broken portion did not appear to be sharp or sitting proud. Surgeon decided to leave the broken portion in the patient. Surgery completed successfully with a delay of under 20 seconds. The rep confirmed that no further information is available.